Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the plate broke approximately at the clavicle distal or shoulder side. The fractured face runs diagonally through one of the lateral oblong holes. Plate is bent where fracture occurred. Fractured surface is rough, uniform, and have a polished appearance. The most likely cause(s) of this type of event include patient non-compliance to the post-op protocol or post-op trauma to the surgical site. The directions for use for the device states: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the representative that per male patient statement, he was on the treadmill running normally and clavicle plate snapped in half. Follow-up investigation: the original surgery date was (B)(6) 2017. Surgeon stated that the treadmill incident was several weeks prior to the revision surgery which took place on (B)(6) 2017. To complete the revision procedure another manufacturer's plate was implanted. During the revision surgery the following screws were also explanted: ar-4160-35 lot 031617 qty 1, ar-8835-12 lot 031724 qty 1, ar-8835-14 lot 10144071 qty 3, ar-8835-16 lot 031716 qty 4, and ar-8835-16 lot 031724 qty 1.